Manufacturer narrative:
This report is for an unknown uss construct/unknown lot. Part and lot number are unknown; UDI number is unknown. Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. (B)(4). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
This report is being filed after the review of the following journal article: chou, d., lu, d., chi, j., and wang, v. (2008), rib-head osteotomies for posterior placement of expandable cages in the treatment of metastatic thoracic spine tumors, journal of clinical neuroscience, vol. 15 (issue 9), pages 1043-1047 (USA). The aim of this study is to describe a technique which may facilitate the placement of expandable cages from a posterior approach with no retraction on the spinal cord. A total of 2 patients underwent posterior transpedicular corpectomies followed by anterior column reconstruction with expandable titanium cages. Surgery was performed using an expandable cage from a competitor¿s device and a pedicle screws (uss, synthes, west chester, pa, USA) or an opco's device. The following complications were reported: all patients remained neurologically unchanged from their preoperative state. 1 patient developed a pleural tear, which was repaired with a 3-0 suture. This report is for an unknown synthes universal spine system construct. This is report 1 of 1 for (B)(4).